Event description:
An x-ray was taken on a patient. When the tech went to edit the image, an error popped up. "The system has encountered an unexpected error. When you click ok, you can continue working, but data integrity is no longer guaranteed..." After clicking ok, our image disappeared. We rebooted the system and it seemed to be working so we repeated the lost image. The same incident occurred. Due to this error, we had to repeat an x-ray multiple times.